Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the periorbital region, nasolabial folds, nasojugal folds and lips with juvéderm® volbella¿ with lidocaine. A couple of days later, the patient was injected in the temporal fossae and mandibular contour with non-allergan hyaluronic acid. The patient presented with ¿severe induration and edema.¿ the patient was treated with steroids and allegra. The ¿inflammation¿ decreased a little in the nasolabial and nasojugal folds but not the lips, but the event returned. The patient was treated with hyaluronidase in the lips due to reported ¿accidental bites derived from the edema.¿ the health professional reported that it is a ¿type IV late allergic reaction or a chronic granulomatous reaction.¿ the patient will visit an immunologist for diagnosis. The event is ongoing.